Event description:
It was reported that a dexcom g7 sensor paired to the dexcom app failed to pair with the user¿s ilet, resulting in intermittent communication failure between the cgm and the ilet; troubleshooting steps included bluetooth toggling, device restarts, reentry of the pairing code, and a magnet-based pairing procedure, after which the ilet began receiving readings; the problem involved the electrical and magnetic subsystem and antenna component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet consistent with intermittent communication failure and involving the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.